Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive cracked and peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the adhesive on the forceps cover was peeling. Additionally, the distal end adhesive was found cracked. The elevator channel had a loose inlet. The control body name plate was missing. The light guide tube protector boot was torn. The connector cover was leaking and the control knob's angle wire had been stretched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus evis exera ii ultrasound gastrovideoscope due to air/water leakage issue noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the adhesive on the subject device was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive found during the device evaluation.